Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet bionic pancreas with contact detach infusion and a dexcom g7, including a lowest reported reading of 28 mg/dl confirmed by the user; the healthcare provider switched the user back to a different pump, and the return was approved. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose without medical intervention or hospitalization. Investigation included troubleshooting and user education completed with the user, and the cause remained unclear. Investigation of this case revealed no specific device malfunction identified and no component-specific failure reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.